Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1652, awareness date 16-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2013. Consumer had essure placed in mid 2013. About 5 to 6 months later she started having weird health issues. Heart palpitations, weight gain, abdominal swelling, brain fog, severe fatigue no matter how much she slept. She also had very heavy periods that were extremely painful. She was passing clots and having cramps that put her in a fetal position crying and nothing she took over the counter helped her pain. Consumer also had severe emotions that were life altering. All of these symptoms increased. On (B)(6) 2015, she had a laparoscopic hysterectomy. On (B)(6) 2015, all of her symptoms were dissipating. Follow-up received on 03-nov-2015: ptc investigation result was provided. (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and started having cramps. She underwent a laparoscopic hysterectomy 2 years after essure insertion. This event, interpreted as abdominal pain, was considered serious due to medical significance and is listed in the reference safety information for essure. Abdominal pain may occur after essure insertion. Given the positive temporal relationship, the lack of an alternative explanation, and since the cramps were dissipating after hysterectomy, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a surgical intervention was performed. The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.